Event description:
It was reported that a covid patient was on keep vein open (kvo) status for an extended period of time and not getting the proper fluids/medications. Although requested, additional information was not provided.

Manufacturer narrative:
Supplemental created to cancel -8015 changed from suspect to concomitant *************************************************************************************

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that a covid patient was on keep vein open (kvo) status for an extended period of time and not getting the proper fluids/medications. Although requested, additional information was not provided.